Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The accu tnl result was 17.65ng/ml. The accu tnl result was reported out of the lab and questioned by the physician as not fitting the clinical picture of the pt. A fresh sample was collected from the pt and tested for accu tnl. The accu tnl result was 0.01ng/ml. A corrected reported has been issued. The customer did not receive reports of pt injury requiring med intervention or change to pt treatment that can be attributed to or connected with this event.